Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused precedex during patient infusion in the neuroscience intensive care unit. A bag of precedex had been hung but didn't infuse appropriately, pump alarmed prior to infusion volume being completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.